Event description:
The duett sealing device deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. During ambulation following the procedure the pt experiencd a rebleed at the groin site. Treatment consisted of compression and was successful. No further complications were reported and the pt was discharged.